Event description:
Customer reports that a chemistry analyzer (access immunoassay system) erroneously produced a low total-bhcg. The chemistry analyzer gave a result of 0.11 uim/ml with a crl flag on a patient sample. The erroneously low result was reported out of the lab. The sample was repeated on the original instrument and produced a total-bhcg result of 36.50 miu/ml. The corrected result was sent to the floor the same day. Customer indicated that there was no injury requiring medical intervention attributed to or connected to this event.